Event description:
Caller reported that the pump experienced a malfunction, displaying malfunction code 12, with a fault ID available. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. The customer reverted to an alternate method of insulin therapy.